Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent trauma procedure on (B)(6) 2018 and suture was used. During the procedure, the suture has snapped. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A needle-suture combination in two sections and one empty opened folder of product were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed, a cut appears to be by use of a surgical instrument. The other section of the suture was examined and the end of the suture was cut and does match with the extreme of the needle/suture piece. A functional test was performed on one suture piece and the tensile force were above the minimum requirements. According to the sample condition it suggests an improper handling of the sample.